Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) had assisted the customer to resolve the issue by using the recovery option. The customer successfully completed the process, and the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. An attempt was initially made to recover the drawer; however, the system indicated that the cubie was unable to open. The pyxis station was powered off and back on, which temporarily resolved the issue, allowing both the drawer and cubie to open. To confirm the resolution, a nurse attempted to retrieve medication. At that time, neither the drawer nor the cubie opened. The station was restarted again, after which a recovery message stating "device not detected on bus" appeared. Following this error message, further recovery attempts were unsuccessful, and the issue could not be resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.